Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As the investigation result, it was concluded that the error e216 is not reportable event. Based upon the investigation result, omsc considered that there was high possibility that the reported phenomenon that the intensity of the light emitted from the light source could not be adjusted well was attributed to temporary malfunction of the diaphragm of the light source. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. Also, there was no abnormality on the exterior of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified procedure, the scope communication error e216 occurred many times and the intensity of the light emitted from the light source could not be adjusted well. The user reconnected the devices several times, however the issue could not be resolved. The user replaced the endoscope connected to the subject device to another endoscope and completed the procedure. There was no report of patient injury associated with the event.